Manufacturer narrative:
The reported events were loss of capture, insulation damage and blood inside the lead body. As received, a complete lead was returned in one piece. The reported events of insulation damage and blood inside the lead body were confirmed. Visual examination found the outer insulation was damaged and blood was noted inside the lead body consistent with procedural damage. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, loss of capture was noted on the right ventricular (rv) lead. During rv lead replacement the physician noted blood under the insulation which appeared to be due to insulation damage on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.